Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they were receiving otv errors e116 and e118 on the visera 4k uhd camera control unit during preparation for use and the intended procedure was completed with a similar unit. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed because the reported errors were not reproduced and the unit passed all tests. However, the evaluation did find a faulty motherboard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.